Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported chest pain post procedure occurred. The patient underwent a left atrial appendage (laa) closure procedure and a 30mm watchman &#59404;laa closure device was successfully implanted. While the patient was in recovery, she complained of chest pain. An echocardiogram was performed which ruled out pericardial effusion and confirmed the device was still intact in the location it was implanted. A stress test was performed which was abnormal. The patient is currently fine and has been discharged from the hospital.